Manufacturer narrative:
(B)(4) date sent: 4/3/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: laparoscopic rectal resection was performed. The transection site was ra. Just before firing, the backlight was not confirmed to be illuminated. When switching to another device, the anvil was not replaced. There was no change in the surgical procedure due to this event, and the patient¿s condition after surgery was stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the device could not be fired after docking the anvil. Although the hospital replaced the device battery with another, the replaced device could not be fired yet. The hospital removed the device by docking with the anvil and replaced the device with another, firing could be done and the surgery was completed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.